Event description:
Pump declared a cartridge change error, prompting a review of potential issues. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Customer followed instructions from technical support, which included inspecting and cleaning specific areas of the pump and successfully reloading the cartridge, allowing insulin delivery to resume.